Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration signals for the reagent lots in use confirmed they were within acceptable ranges. However, the investigation was limited by the unavailability of quality control recovery data and customer-provided result printouts. False reactive results may occur with this assay, as it is a qualitative test that provides results as reactive or non-reactive without indicating analyte concentration. High cutoff index (coi) values, such as those observed in this case, do not necessarily correlate with analyte levels and may vary depending on sample and reagent cross-reactivity. No product issue was identified, and the device remained in operation at the customer site.

Event description:
The initial reporter alleged false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. The customer reported seven false reactive results out of 1,400 hiv serologies. These results were confirmed as false positives through western blot, p24 antigen testing, and a second sample collected 15 days later, which yielded the same results as the initial tests. One specific patient sample demonstrated high cutoff index (coi) values. The first sample tested with the elecsys hiv duo assay yielded a result of >600 coi (reactive). A second sample from the same patient tested with the elecsys hiv duo assay yielded a result of 330 coi (reactive). This sample was sent to another laboratory for additional testing, where it was reproducibly reactive with a high coi value on the elecsys hiv duo assay but tested negative using the diasorin technique. Additional testing, including western blot, p24 antigen, and hiv rna, was also negative.